Manufacturer narrative:
The device was returned to the manufacturer service center for further failure investigation. The failure investigator upgraded the device's software from p06.11.17 to p11.13.06 to resolve the reported issue. (B)(4).

Event description:
A report received from the USA stated an ht70 ventilator experienced an unresponsive touchscreen upon powering the device on. There was no patient involvement.